Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. At the onset of evaluation of the returned product, the inner cable was cut in order to expose the fractured surface. Visual inspection confirmed the weld holding both halves of the handle body together has fractured. Impact marks were viewed near the etch and on the strike plate consistent with multiple use device. Light scratching was observed sporadically over the surface of the handle. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hip surgery, the broach handle fractured while the surgeon was impacting. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.